Event description:
Medrad MRI injector would not turn on. The screen would not load and made a terrible noise when I turned it on. Screen stayed white. Several attempts were made to fix the injector and return it to its ready state to be used for the MRI of the breast patient. Biomed was contacted, who stated to call medrad to troubleshoot injector, and found a "bad board", replaced it and checked injector to be ready for service. Device fixed. The patient was informed and rescheduled her exam. Site manager notified. Manufacturer response for medrad injector, spectris solaris ep (per site reporter): it was fixed.